Event description:
Information received indicates during a preventive maintenance check, the technician found that the ground resistance reading was high.

Manufacturer narrative:
The technician isolated the issue to the power cord plug. He replaced the power cord plug to repair the bed.